Manufacturer narrative:
Date sent to the FDA: 8/26/2024. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on 12/19/2018. (B)(4) submitted for adverse event which occurred on 10/11/2022. (B)(4) submitted for adverse event which occurred on 10/25/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by an attorney that the patient underwent repair of recurrent incarcerated incisional hernia on (B)(6) 2018 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery and laparotomy with extensive lysis of adhesion together with an abdominal anterior release on (B)(6) 2018 during which surgeon noted closed loop obstruction containing small bowel secondary to mesh, large scar unhealed, infected sore in the umbilicus and adhesions. It was reported that the patient underwent repair of recurrent incisional hernia and mesh removal on (B)(6) 2022 and mesh was implanted. It was reported that the patient underwent abdominal wound dehiscence, extraction of necrotic mesh and washout of the wound on (B)(6) 2022. It was reported that the patient experienced large scar unhealed, infected sore in the umbilicus and adhesions. Other procedure was captured in a separate file. No additional information was provided.